Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Consequently, the customer reported to the emergency room (ER) and was subsequently admitted to the hospital due to a blood glucose (bg) level was 500 mg/dl and high ketones. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. The customer delivered a bolus via the pump prior to going to the ER to address bg, and was treated with intravenous fluids of saline and insulin while in the hospital. Customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified. Based on the analysis, the alleged elevated blood glucose issue could not be verified.